Event description:
It was reported that an ilet bionic pancreas developed a cracked display across the bottom of the screen, after which the user could not swipe the unlock button; a restart via the mobile app did not restore touch responsiveness, and a replacement device was arranged with instructions for data sync, shutdown, and return. Symptoms included an inability to interact with the touchscreen and no reported injury. Outcomes included temporary interruption of ilet use and continued cgm use with a phone or receiver until the replacement arrived. Investigation included remote troubleshooting and operational checks through a guided restart and verification of shipping and return processes. Investigation of this case revealed a screen damage condition associated with an unresponsive touch interface, consistent with a damaged display assembly preventing user input. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the device screen leading to loss of touch function.